Event description:
The explanted device was received in innsbruck in 2008. There is so far no information available as to why the device was explanted. Information available shows that the device was explanted in2007 in another country.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck, where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.